Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging she was unable to check her blood glucose with her onetouch select meter due to it not powering on. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed on an unknown date and time, she attempted to check her blood glucose with the subject device and was unable to due to the alleged issue. The patient reported that she manages her diabetes with an unknown type and dose of insulin and is a self adjuster. She denied making any changes to her usual diabetes management routine in response to the alleged issue. At an unknown time after the alleged issue began, she claimed she developed symptoms of "shaking and confusion" and despite her symptoms she denied receiving any medical treatment. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. The correct test strips were being used. Based on the meter's use and age of the battery, a replacement battery was not yet due. The alleged issue remained unresolved after troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k072543.